Manufacturer narrative:
This device is expected to be returned for evaluation. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Review of the device memory confirmed the presence of a battery depletion (bd) code. Boston scientific technical services discussed what the bd code means and advised replacement as the device is exhibiting premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted and will be returned for evaluation. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Review of the device memory confirmed the presence of a battery depletion (bd) code. Boston scientific technical services discussed what the bd code means and advised replacement as the device is exhibiting premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Review of the device memory confirmed the presence of a battery depletion (bd) code. Boston scientific technical services discussed what the bd code means and advised replacement as the device is exhibiting premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted and will be returned for evaluation. No additional adverse patient effects were reported.